Event description:
Per the audiologist, the patient acquired an ear infection due to pe tubes clogging after implantation that required hospitalization for drainage from both ears and was administered IV antibiotics, unasyn. More information has been requested.

Manufacturer narrative:
Device still implanted.